Event description:
The facility reported an infusion pump with "air alarm incorrect." The event was reported to have occurred during customer use, no pt involvement. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Although requested no add'l contact info was provided.